Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly which led to a pump shutdown during the night on (B)(6) 2018. The customer's blood glucose (bg) level was in the 500s mg/dl with large ketones. The customer treated the blood glucose level and ketones by drinking water and administering a manual injection of insulin. Tandem technical support reviewed the pump battery performance and concluded that the pump battery was depleting as expected based on the customer's settings and usage. Tandem technical support followed up with the customer to confirm that the battery was depleting within normal parameters. The customer acknowledged that the pump battery was working as expected.